Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the customers blood glucose (bg) level displayed "high". A correction bolus was delivered to address bg. Customer loaded a new cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.